Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011, reporting of a clear fluid leak of approximately less than 5 ml on the right front corner of the coulter hmx hematology analyzer with autoloader while troubleshooting a problem with control recovery. Customer was wearing gloves and a lab coat when the leak was located and there was no exposure or injury reported as a result of the leak. No patient results were affected and therefore no erroneous results were sent out of the lab. Field service engineer (fse) was dispatched and found a loose aspiration tube. Fse proceeded to replace the primary aspiration tubing and the repair was verified per established procedures.